Event description:
On (B) (6) 2010 the lay user/pt contacted lifescan (lfs) to report the one touch ultra meter was giving the error 5 error message, the error 4 error message and the 'apply sample' icon during testing. The sr medical surveillance specialist was able to classify the complaint based on the info originally provided. On (B) (6) 2010 at 10:00 pm the pt obtained the 'apply sample' icon, the error messages error 4 and error 5; she did not obtain a blood glucose reading. After the use of the meter the pt took her usual dose of novolin insulin 26 units. On (B) (6) 2010 at 7:30 am the pt experienced the symptoms of shaking and stress. She did not seek any medical attention or treatment. Troubleshooting revealed the pt's testing technique was correct and the test strips were within opened expiration dating. The issue was resolved with troubleshooting. The meter and test strips were replaced. The pt allegedly suffered symptoms suggesting severe hypoglycemia after she was unable to test her blood glucose level due to the meter issue. Therefore, this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.